Event description:
Event description guidant received information that this atrial lead tripped the device lead safety switch due to an out of range impedance measurement. This device was included on the recent advisory list.